Event description:
It was reported that after the implant procedure, the implantable cardiac monitor exhibited backup vvi operation; the device also displayed an error message. After a firmware download, normal device function resumed. The patients condition was satisfactory and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.